Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (severely angulated aortic neck). Unapproved use of device (stent graft was implanted in a patient with an aortic neck > 60 degrees). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (severely angulated aortic neck). Operational context contributed to event (stent graft was implanted in a patient with an aortic neck > 60 degrees).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 60.1 mm diameter abdominal aortic aneurysm approximately three weeks ago. The aortic neck was 23.1 mm in diameter and 14.5 mm in length with an angulation of greater than 60 degrees and severe angulation at the right renal artery. Prior to implant of the bifurcated stent graft the physician implanted a covered stent in the right renal artery (snorkel); in order to get a good seal. The bifurcated stent graft was deployed and on the final angiogram there was a proximal type I endoleak. There was enough room to add an aortic cuff without covering the snorkel. The cuff was implanted and the endoleak successfully resolved. No clinical sequelae were reported and the patient is fine.